Manufacturer narrative:
Product is not returned because it was discarded by the hospital, no examination can be performed the review of the device history records is in progress to find if there is any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information were requested to the reporter about the surgical steps followed. Conclusion is not yet available. Investigation still in progress.

Event description:
Roi-c : broken implant upon anchor impaction. Description provided in the zper: first implant broke upon final impact. Reporter don't indicate any harm or injury to the patient. Reporter don't mention any surgery complication. The surgery was delay 35 minutes. Additional information were requested. Investigation still in progress.

Manufacturer narrative:
Corrections: a1, b1, b2, b5, d2 (common device name), d4 (UDI number), e1, e2, e3, g3, g5 (PMA/510(k) number), h3, and h6 (method, conclusions). Additional information: a5 (ethnicity), and h6 (patient codes, device codes, results). The cage was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event. The surgical technique guide was reviewed and found to contain adequate language regarding cage installation.

Event description:
It was reported that a roi-c cage broke during final impaction. No foreign bodies were retained by the patient. There was a surgical delay greater than 30 minutes. No patient harm was reported.